Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 0.9, lab: 4.04, mean: 2.47, confidence limits: 1.6-3.4; date: seven days later, inratio: 1.6, lab: 1.65, mean: 1.625, confidence limits: 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 0.9, lab: 4.04, date: seven days later, inratio: 1.6, lab: 1.65.